Manufacturer narrative:
Siemens has completed the investigation: siemens was unable to reproduce the reported issue from the complaint. The issue may be related to the fspp device firmware and not the unipoc's communication protocol. It was found that the customer was using outdated firmware (v2.3.8, released 10 years ago) on their fspp device, and release notes for the most recently updated firmware (v2.3.9 released <6 years ago) indicate there was an issue in the old firmware that may have been related to the problem described by the customer. The review of the unipoc log files and in house testing against the same fspp device (but v2.3.9 firmware) was not able to produce the behavior observed by the complainant. Unipoc operated as intended and no switching of patient results occurred. The cause of the issue was unable to be found.

Manufacturer narrative:
Siemens r&d has performed a preliminary examination of the system. So far they have not found any issues with the software that would have lead to this instance of patient ID mismatch. Due to this issue occurring back in august 2020, there are some files that have been purged from the system as they were over 90 days old. This limits further investigation and it appears that the device is working as intended and leads to the conclusion that the root cause is unknown. Siemens r&d recommends abbott looks into the firmware version on this device because the latest firmware for the device is 2.3.10 and the device in question is running 2.3.8. This MDR is being filed out of an abundance of caution due to the limited information provided by the customer.

Event description:
The customer reported a patient ID mismatch in poccelerator on a patient admitted to a hospital. The patient results were switched as well. Very limited information has been provided. Siemens is in the process of trying to gather additional information. This MDR is being filed out of an abundance of caution due to the limited information provided by the customer. There is no report of injury due to this event.